Event description:
Initial info was received on (B)(6) 2014 from a consumer. This female consumer used colgate 360 maxwhite one battery operated toothbrush (lot# 2823ue) and the head came off and made her choke. She began using the toothbrush on an unk date, frequency unspecified. Subsequently, she experienced the event on an unspecified date. At the time of this report, the action taken with the toothbrush and the outcome of the events were unk. (B)(4).